Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the ivc filter placement was due to gun shot wound resulting in prolonged immobility. The filter was deployed distal to the lowest renal vein, resulting in good placement. Multiple sonographic images were obtained demonstrating a filter in place in the infra-hepatic portion of the ivc. The patient tolerated the procedure well with no complications. Subsequent imaging prior to discharge indicated the filter had been placed with its superior tip at the superior endplate of t2 and was noted adjacent to l2 vertebral body.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.